Event description:
It was reported that during a pulmonary vein isolation a faradrive was selected for use. During procedure, the sheath was inserted into the left atrium and inserted a catheter for mapping. A leak of about 1 drop/second was confirmed from the valve during this time. The mapping catheter was then removed, and suction flushing was performed. The farawave was then inserted, and suction was performed again, however, presence of air was noted. The sheath was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a pulmonary vein isolation a faradrive was selected for use. During procedure, the sheath was inserted into the left atrium and inserted a catheter for mapping. A leak of about 1 drop/second was confirmed from the valve during this time. The mapping catheter was then removed, and suction flushing was performed. The farawave was then inserted, and suction was performed again, however, presence of air was noted. The sheath was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.